Event description:
It was reported that patient complications occurred. The opticross hd 6 imaging catheter was selected for use. After the catheter was prepped according to instructions for use, the catheter was advanced into the artery and the image recorded without use of a sled. The patient began having chest pain. The physician also flushed the catheter during pullback due to image drop out and the patient started having st elevations. The patient returned to baseline after the catheter was removed from the artery. The procedure was successfully completed, and the patient fully recovered. It was additionally reported via medwatch mw5152885 that air embolism and loss of flow likely occurred.

Manufacturer narrative:
B3 date of event: estimated based on aware date as date of event was unknown.

Event description:
It was reported that patient complications occurred. The opticross hd 6 imaging catheter was selected for use. After the catheter was prepped according to instructions for use, the catheter was advanced into the artery and the image recorded without use of a sled. The patient began having chest pain. The physician also flushed the catheter during pullback due to image drop out and the patient started having st elevations. The patient returned to baseline after the catheter was removed from the artery. The procedure was successfully completed, and the patient fully recovered. It was additionally reported via medwatch mw5152885 that air embolism and loss of flow likely occurred.

Manufacturer narrative:
B3 date of event: estimated based on aware date as date of event was unknown. G1 MFR site city: corrected.